Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on unknown date, the patient underwent open reduction internal fixation surgery for trochanteric fracture of femur with the blade. After surgery, on unknown date, cut-out of the blade occurred. The patient is complaining pain around her hip. The patient will undergo revision surgery on (B)(6) 2021. In the revision surgery, the blade will be removed, and bha won¿t be performed. It was unknown if the removal surgery completed successfully. No further information is available. This complaint involves four (4) devices. This report is for (1) unk - nail head elements: pfna-ii blade. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: 510k: this report is for an unk - nail head elements: pfna-ii blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.